Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the system software and configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a system file corrupted error message. No pt injury was reported.